Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke off into the body of the catheter after use. The following information was provided by the initial reporter: "reported issue: when they pulled the catheter out of the box, it was noticed that it was bent & the needle was below the catheter. Which caused the catheter to not able to be inserted. - it was mentioned that the needle was below the catheter, was the needle through the catheter?: no, the needle was not through the catheter. - are you able to provide the date of the event in the format of dd-mm-yyyy?: (B)(6) 2023. - was there any patient involvement?: no, there was no patient involvement. The staff member could see the issue before using the product. Unfortunately, when we removed the cap for the photo, the needle broke off and fell into the body of the catheter.

Manufacturer narrative:
H.6. Investigation summary: bd received an unsealed 20 gauge insyte autoguard unit from lot 3116884 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the package was opened and the needle was fully retracted. After resetting the needle back into its original position, the engineer noticed that the needle hub was bent. The engineer determined that this bend was what was causing the needle to sit below the catheter and prevented the needle from retracting completely. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer could not determine a definitive root cause for the bent needle hub. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.